Manufacturer narrative:
The device was returned for evaluation. The reported difficulty to close the foot was not confirmed as the deployment and retraction were verified via manually opening and closing the lever with no resistance noted. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; factors that contribute to the inability to retract the foot, include, but not limited to tissue, or suture caught in foot. The subsequent treatment appears to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using two prostyle devices after a premature ventricular contractions ablation interventional procedure with an 8f sheath. Reportedly, the footplate of the first device failed to close. A suture break occurred with the second device. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.